Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was initially reported to philips healthcare that the heartstart mrx etco2 was making an unexpected noise, but was clarified by the philips field service engineer and customer, that the etco2 was spontaneously turning on when etco2 is off. There was no reported patient impact.